Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger was not locating the ipg. The patient controller (pc) communicated with the ipg and showed a "low ipg battery" message. A replacement charger was sent to the patient, but the patient stated the issue persisted. Follow up identified a company representative met with the patient and troubleshooting was unable to resolve the issue as the patient controller no longer communicated with the ipg. In addition the patient controller displayed a communication error indicating the ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient had the scs ipg replaced with a new one. Reportedly, the patient's scs system was programed and stimulation therapy was restored postoperatively.